Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address, serial number label, cracked belt clip slot, cracked case reservoir tube window corner, missing reservoir tube o-ring and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced high blood glucose and pump doesn¿t hold reservoir. Customer blood glucose was 460 mg/dl. Customer stated that they having difficulty, where the reservoir attaches , all around the edge the pump has chipped where the reservoir compartment, it doesn't hold the reservoir, it falls out and doesn't give the insulin needed. Customer reported that reservoir compartment had cracking, chipping, sharp damage can feel with fingers. Customer declined to troubleshoot, high blood glucose, had treated with a manual injection says she knows why she had a high blood glucose because the reservoir wasn't in the pump and the insulin pump is expected to return for analysis.